Event description:
It was reported that during a coronary artery stenting treatment procedure, removal difficulty, shaft breakage and balloon dislodgement occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery (prox rca) with 80% stenosis and was 18 mm long with a reference vessel diameter of 4.5 mm. Post pre-dilation, a 4.50 x 20 mm omega stent was deployed and then the balloon was deflated within a few seconds after being fully inflated . While attempting to withdraw the stent delivery system, resistance was encountered and the device was stuck. While pulling on the shaft with force, a section of the shaft snapped. It was discovered with fluoro that the distal shaft and the balloon were located in the tip of the guide catheter. The whole system was removed with the guide catheter. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with an omega shelf box, product pouch and a cordis guide catheter. The distal portion of the sds was inside the cordis guide catheter; as received, which is consistent with the reported event. A .035¿ amplatz super stiff guidewire was used to remove the distal portion of the device from returned cordis guide catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. There were numerous kinks throughout the hypotube. The midshaft was separated at the exit notch. Majority of the midshaft was stretched. The distal inner shaft was separated .5mm from the bi-component weld. The separated ends of the inner shaft were rough with pulled material. The distal outer was necked down/stretched 2mm ¿ 6mm distal of the exit notch and stretched distal 15mm from the bi-component weld. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, removal difficulty, shaft breakage and balloon dislodgement occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery (prox rca) with 80% stenosis and was 18mm long with a reference vessel diameter of 4.5mm. Post pre-dilation, a 4.50x20mm omega stent was deployed and then the balloon was deflated within a few seconds after being fully inflated . While attempting to withdraw the stent delivery system, resistance was encountered and the device was stuck. While pulling on the shaft with force, a section of the shaft snapped. It was discovered with fluoro that the distal shaft and the balloon were located in the tip of the guide catheter. The whole system was removed with the guide catheter. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).